Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse reported that the procedure was a robotic peritoneal pull- through. The procedure was completed robotically. The customer does not inspect the surgeon side cart at the start of the case. There was no harm of injury to the patient. The customer makes sure there are no errors reported on start-up but do not look into the surgeon side cart as regular practice. The system did power on initially with no errors. The initial recommendation was to power down and restart the robot but since the robot was also docked and the surgeons did not want to power down/restart the robot, only one surgeon side cart was used for the case and the surgeon, and the resident took turns using it. The blue fiber cord was checked to make sure it was plugged in properly and the error was not present when the system was powered up again for the case on the following day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the monitor was blank and replaced the high resolution stereo viewer (hrsv)-3 monitor to resolve the issue. The system was tested and verified as ready for use. Isi received the hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The monitor was installed and tested in the pca system, the system started up and the monitor stay black without video. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the surgeon side cart 2 had no vision, and the high-resolution stereo viewer (hrsv) was replaced. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the customer informed the technical support engineer (tse) that the secondary surgeon side cart did not have an image in the right eye. The tse reviewed the logs and found no associated faults in the logs. The tse advised the customer to check the blue fiber cable and to power cycle the system when possible. The customer stated they would do the recommendations for the system once the procedure was completed. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.